Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
The nurse reported that before cataract surgery an ophthalmic system broke down, unable to reboot, screen suddenly went black, power button was unresponsive. The surgery was cancelled and no impact to the patient as it happened before surgery.

Manufacturer narrative:
Additional information is provided in sections d.9, h.3, h.6 and h.11. The company representative was able to confirm the reported event(s). To address the issue, the nonconforming multifunctional in/out (mfio) printed circuit board (pcba) and the two (2) batteries we replaced. The system was then tested and found to have met specifications. However, it remains inconclusive as to which specific part was attributed to the issue. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this lot/batch/serial number was performed. No similar complaints were reported for the product lot/batch/serial under investigation. The root cause of the reported event(s) were attributed to the mfio and the batteries which were replaced. However, it remains inconclusive as to which specific replaced part, was attributed to the issue. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).